Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead has increasing and unstable impedances. It was also reported that the rv thresholds have decreased. The rv lead remains in use and both impedances and thresholds will be monitored closely. No patient complications have been reported as a result of this event.